Event description:
It was reported via repair work order that the fowler was bent and would not operate electronically/manually due to a bent fowler weldment, damaged CPR ball screw, and damaged cam card. It was further reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.